Event description:
Caller reported a malfunction on pump with no notable events occurring beforehand. There was no adverse impact to customer's blood glucose level. Technical support provided information on how to reset the pump and assisted caller with resetting it, resulting in no recurrence of the malfunction code. Customer was instructed to continue using pump and to call back if any issues recur, which caller understood and acknowledged.